Event description:
It was further reported that the cause of the event was the programmer. However, regarding the catheter aspiration issue the location of the catheter issue was not known. There were no reported symptoms with this event and no injury to the patient. This system delivered hydromorphone and bupivacaine.

Event description:
It was later reported they were testing the old catheter prior to replacing the pump just to be sure the catheter was patent. It was believed the catheter was patent. There was no issue found with the catheter. It was normal battery depletion for the pump.

Event description:
It was reported that the pump was replaced due to nearing end of life (eol).the healthcare provider (hcp) encountered difficulty aspirating the catheter and was able to aspirate only 0.5ml from the catheter. Due to the difficulty in aspirating the catheter, a dye study was performed to ensure the catheter was patent. The hcp pushed what was left in the catheter into the patient to perform the dye study. Additionally, it was noted that they forgot to add the 7.6 centimeter (cm) segment pump connector to the current catheter information before they primed the pump and catheter. The pump system was delivering hydromorphone. Additional information has been requested, but was not available as of the date of this report..

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).